Manufacturer narrative:
Information was received indicating that the event did not occur during use. There was no patient involvement or consequence to a patient.

Manufacturer narrative:
One cadd legacy plus pump was returned with no physical damage found on it. The event log was reviewed and there was no evidence of the reported "damaged screen, does not infuse" issue. Visual inspection and accuracy test were performed on the pump. The reported issue was unable to be duplicated. There was no physical damage or contamination found on the screen. The device was also able to infuse with no issue. The pump's expulsor will be replaced as a preventive measure in order to bring the delivery into more nominal of a range. There was no fault found with the returned device.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump has a damaged screen and does not infuse. No patient adverse effects reported.